Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain and impaired healing at the lead and anchor implant site. An infection was confirmed. A wound flush was completed and pain medication was prescribed to the patient. The infection is confirmed to be resolved.

Manufacturer narrative:
Other implanted devices: lead information: 1st lead; product description: evoke cap12 percutaneous lead kit - 60 cm; model #: 102878; catalog #: 3008; serial/lot #: (B)(6). Second lead; product description: evoke cap12 percutaneous lead kit - 60 cm; model #: 102878; catalog #: 3008; serial/lot #: (B)(6).